Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent with a 6fr non-medtronic sheath and 0.035 non-medtronic guidewire during treatment of a 40mm calcified and fibrous lesion in the patient¿s proximal right superficial femoral artery (sfa). Artery diameter reported as 6mm. Moderate vessel calcification and no tortuosity are reported. Lesion exhibited 50% stenosis. No issues were noted to the device packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was performed. The device was not passed through a previously deployed stent. No resistance was noted during advancement. The stent was positioned in the desired location for deployment. The red release tab was pulled and then thumb wheel started being turned prior to looking under fluoro, stent position not confirmed. Once fluoro was activated it was noticed that stent was not in the desired location but located in the sheath. At this point at least 50% of stent was deployed. The physician was advised to deploy the remaining stent, remove delivery system while maintaining wire access, then remove sheath with the contained stent and replace with a new sheath. The sheath was removed with no complications. A new sheath and a new stent were used to complete procedure with no further complications. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.